Manufacturer narrative:
G4: 01jun2020. B4: 02jun2020. A power supply was returned for analysis. A visual inspection of the returned component was performed and two adjacent resistors near mosfet irfp450a were damaged. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no other faults contributing to the power supply failure were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
Does not operate on alternating current power. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 11nov2019. The manufacturer's international service technician evaluated the device and confirmed the ventilator was unable to power on and also confirmed the occurrence of the battery failure. The reported issue was confirmed. The power supply and lithium ion battery were replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.